Event description:
On (B)(6) 2017, the patient contacted lifescan (lfs) alleging that her onetouch ultra 2 meter was reading inaccurately erratic. The complaint was classified based on the customer care advocate (cca) documentation and additional information when medical surveillance listened to the call. The patient stated that the alleged product issue began on (B)(6) 2017. The patient stated that she obtained alleged inaccurate erratic results of ¿178 and 158mg/dl¿ on the subject meter performed less than 20 minutes apart. Based on statistical methodology, the calculated difference between these results meets lfs¿ criteria for precision. The patient manages her diabetes with a combination of medications including humalog and levemir and stated that she made no change to her usual diabetes management routine in response to the alleged product issue. The patient reported that on an unknown time after the alleged product issue began she developed symptoms of shaky and sweaty. The patient self-treated with food and drink ¿juice and cookies. At the time of trouble shooting, the cca confirmed that the patient was unable/unwilling to answer if the subject meter was set to the correct unit of measure or whether the blood sample was taken from an approved sample site. The patient¿s products were replaced and requested back for evaluation. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury adverse event after the alleged product issue began.